Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that there was a ring artifact in the o-arm images. They completed fluoro and rad gain calibrations twice and the artifact was still there.

Manufacturer narrative:
Additional information added. If information is provided in the future, a supplemental report will be issued.

Event description:
Update from the manufacturer representative that the artifact that was in the image, was from the bed that was being used.